Manufacturer narrative:
Unit received with completely broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack. Customer's blood glucose value was 13.5 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.